Manufacturer narrative:
A clinical development specialist (cds) has been in contact with the site since the report of this event obtaining patient status. Will be requesting that cds follow up after patient returns for one month post op appointment. Also, will request that cds perform an investigation of the physician's surgical technique in an attempt to identify a potential root cause for the suction loss. The site has not returned the patient interface for investigation. If additional information is received a supplemental medwatch report will be submitted. Subconjunctival hemorrhage, decentered flap device suction failure, not returned to manufacturer

Event description:
The intralase patient interface was used in conjunction with the intralase fs laser to create a corneal flap for lasik surgery in 2009. The surgeon experienced suction loss multiple times during the procedure which lead to a decentered flap and subconjunctival hemorrhage in the left (os) eye. Patient was treated with topical steroids and a bandage contact lens was placed. No loss of visual acuity (va) was reported. The association between the event and the device is unknown.